Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: violation of lower rate limit: what is the mechanism? Journal of cardiovascular electrophysiology.2015;26(8):909-911. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this patient's dual-chamber defibrillator. The article indicated that the day after the implant procedure, the patient had a syncopal event when leaving the hospital. The patient's device was interrogated and it was found to be undersensing. The article stated that the patient had "premature ventricular complex" and this had been an issue with the device's managed ventricular pacing feature. The device appears to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.